Manufacturer narrative:
Upon further review this is not a reportable malfunction.  Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of no image was confirmed. The service technician observed no image was due to shortage on cable. In addition, unit failed leak test due to small cut on cable. Replaced listed parts and passed leak test. Unit tested okay. The cause can be attributed to an electrical component failure. No further information was reported.

Event description:
The customer reported to olympus that device produced no image. There was no patient injury reported.